Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and one similar complaint for the same lot was identified from the same customer.

Event description:
The customer alleges they are having issues getting a catheter to work. When trying to flush with a syringe, they realized that the fluid seemed to be going into the patient's tunnel, creating a bubble between incisions in the catheter tunnel. The patient was started on antibiotics for the tunnel infection.